Manufacturer narrative:
Root cause could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon receiving of customer¿s device stryker observed that the magnet was missing from the lid. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There were no reports of patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon receiving of customer¿s device stryker observed that the magnet was missing from the lid. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the magnet was missing from the lid. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.